Event description:
A pt was tested with clearview hcg lot 4468 and a negative result was obtained. The pt was re-tested half an hour later with another device from the same lot and a positive result was obtained. The pregnancy was then confirmed by ultrasound.